Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the pump was powered on to a dim display with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim. This report is made based on results of investigation completed on 03/22/2017.